Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of wire broke off was not confirmed. Additionally, other evaluation findings include the following: the head section stress boot and charge coupled device flooding, head section of stress boot was off the hook, contact point corrosion, and heavy coupler button operation device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): 4.1 do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Also, be careful not to apply excessive force to the camera cable when attaching or detaching the sterile camera drape or wiping with gauze. It may cause the camera cable to break. Do not strike or drop the device. Water leakage may cause damage to the electrical circuits inside the device. The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head wire broke off before an unspecified therapeutic procedure. The procedure was completed using a different device. There were no reports of patient harm.